Event description:
The physician attempted arteriotomy closure with the closer s device following an interventional procedure. It was reported that the needles and sutures deployed without problem and needle retrieval went without problem. The physician reportedly felt "something different" when the foot was parked. During device removal and suture retrieval, it was noticed that part of the foot was missing. It was reported that "no pieces were left in the pt". Hemostasis was achieved via compression. There was no report of an adverse pt event.